Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. There was no reported device malfunction and the product was not returned as the scaffold remains in the anatomy. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. The reported patient effect of angina is listed in the absorb bioresorbable vascular scaffold (bvs) system, absorb, instructions for use instructions for use (IFU) as a known adverse event associated with the use of a coronary scaffold in native coronary arteries. A conclusive cause for the reported patient effect and the relationship to the product, if any, cannot be determined. There is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device.

Event description:
It was reported that on (B)(6) 2013, a 2.5x18mm absorb bioresorbable vascular scaffold was successfully implanted in the proximal circumflex coronary artery lesion. On (B)(6) 2017, the patient was admitted to the hospital for chest pain which started on (B)(6) 2017. Medications were provided and the event resolved. Angiography was not performed. On (B)(6) 2017, the patient was discharged from the hospital. The study physician indicated the relationship of the event to the device is unknown. There was no additional information provided regarding this issue.